Manufacturer narrative:
The company rep contacted the customer to assist with troubleshooting. The company rep found that the customer was not performing the recommended probe checks prior to every examination, and stated that they did not know how. During troubleshooting with the customer a nonconforming contact was found on the biometry probe. The customer was advised on replacement options. The company rep provided an in-service on how to calibrate and verify the system. The customer reports the issues are resolved. The physician performed examinations with the system, and the system was normal. The facility did not request service. There was no sample returned for eval and no add'l info provided request to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l related reports for this system. The root cause of the reported flickering probe could not be determined, as the customer reported later that it was working fine. The root cause of the reported un-matching results also could not be determined as the customer discovered that the biometry probe had a nonconforming contact, and that the customer was not performing a probe check prior to every examination. The company rep trained the facility on performing probe checks prior to every exam. (B)(4).

Event description:
A customer reported that 'the little probe' was flickering and unmatching results were obtained. No pt harm was reported.